Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that prior to robotic laparoscopic prostatectomy procedure, while trying to connect the endoscope to the storz system, it triggered an error of endoscope not connecting. To resolve the issue, the endoscope was replaced with new one. There was no patient injury. No negative impact in state of health reported.